Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity measurements decreased from 9% one month ago to now at 2%. The device has given a battery depletion (bd) alert and is 2% away from the early replacement indicator (eri). Device data showed the power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity measurements decreased from 9% one month ago to now at 2%. The device has given a battery depletion (bd) alert and is 2% away from the early replacement indicator (eri). Device data showed the power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information received from the field confirmed that the device has been explanted and a new device has been implanted successfully. There were no additional adverse effects to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity measurements decreased from 9% one month ago to now at 2%. The device has given a battery depletion (bd) alert and is 2% away from the early replacement indicator (eri). Device data showed the power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information received from the field confirmed that the device has been explanted and a new device has been implanted successfully. There were no additional adverse effects to the patient.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. This report will be updated should additional information become available or if analysis is completed.